Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model#m-4800-01 (B)(4)) stockert 70 system (model# m-5463-01 serial#(B)(4)) coolflow pump (model#m-5491-02 serial#(B)(4)) (B)(4). Manufacturer's ref. No:(B)(4).

Manufacturer narrative:
(B)(4) it was reported that phrenic nerve damage on the patient was discovered through x-ray during ablation and the procedure was stopped. There was no medical intervention reported. The patient was stable per the caller. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. Therefore a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown since the catheter was found within specifications.

Event description:
It was reported that a patient, (B)(6)., female, underwent an christa atrial tachycardia right (r-at) procedure with a smart touch unidirectional catheter and suffered a diaphragmatic paralysis. The patient¿s medical history is unknown. It was reported that phrenic nerve damage on the patient was discovered through an x-ray during ablation and the procedure was stopped. There was no medical intervention reported. The patient was stable. Additional information was received regarding the event. The event was discovered during radiofrequency (rf) ablation. There was no transseptal puncture performed or anesthesia given. The patient did not require hospitalization or other intervention. It was not a product problem. The physician¿s opinion regarding the cause of this adverse event was that it was related to when the rf was applied in the area of the phrenic nerve capture with high output pacing.